Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a small hole sheath hole prior to an electrophysiology (ep) procedure. Reportedly, a proglide was not able to have the plunger pressed down in step 2. For another proglide, the suture did not capture the vessel. The suture of a new proglide device was successfully pre-placed. The ep procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from ¿yes¿ to ¿no¿ h3 - reason device not evaluated by mfg updated from 'h3 - reason device not evaluated by mfg' to 'na'.